Event description:
New information received noted that patient had passed away from unrelated reasons before any device intervention could take place.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available patient condition was unknown.